Event description:
Instrument failed during use. It was broken inside the cavity. Found by the surgeon. No further information available.

Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 12. The device was manufactured in 03.2008. The breakage surface looks homogenous which suspects high force initiation. Near the joint surface of the broken part dents and signs of corrosion are visible. The root cause most likely is mechanical overload which caused the breakage of the grasper. No indication for a material or manufacturing issue found during investigation. The event is filed under internal karl storz complaint ID (B)(4).